Event description:
On (B)(6) 2012, clinic notes were received from a vns treating physician, review of the clinic notes dated (B)(6) 2011 revealed that the patient has a history of seizures for the past 10 years which has increased progressively; the patient's seizures were noted to be coming back. The patient had 11 seizures in one month and went to the ER. The patient stopped taking medication after her vns placement. The patient had 2 seizures last night and is having discomfort from her vns. The patient is having ear and face pain as well as headaches. Clinic notes dated (B)(6) 2011 state that the patient is not having seizures. Clinic notes dated (B)(6) 2012 state that the patient experienced 2 seizures since her last visit and again note that the patient is not taking medication with vns. The patient was seen on (B)(6) 2012 and the physician reported that they can't find any issue with the vns. Good faith attempts were made to the physician for further information but no additional information was received.

Manufacturer narrative:
Analysis of programming history.